Event description:
Report received of an unrequested bolus dose delivery. The device was returned to the biomedical department with an unsigned note stating, "this pump has a short and delivers boluses whenever the cords are moved about accidently." There was no tracking information, pump programming, or event data. There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts were made to obtain additional information.